Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received potential false positive results for 2 patients¿ samples when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n not provided). The customer reported that they observed influenza b positive results for 2 patients¿ samples. The patients¿ same samples were repeat tested on a different platform (platform not provided) that generated influenza b negative results. No patients¿ details were made available. No information on sample collection or handling was provided. The customer confirmed there was no allegation of harm to the patients. Two (2) mdrs will be filed one for each sample as per FDA guidance.